Event description:
Additional information was received for this case. Patient recovered from kidney injury, fever, copd, and atrial fibrillation. The investigator assessed all of these events to be non-device, non-procedure related.

Event description:
Additional information was received as follows: the post-operative course was complicated by acute renal injury, which the investigator assessed as procedure related.

Event description:
Additional information was received as follows: endurant fluoroscopic visualization and accuracy were rated low, due to a bowel gas artifact. The stent graft was deployed flush with the renal arteries. The investigator assessed the kidney injury from the time of implant as being related to the study procedure.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago for treatment of an abdominal aortic aneurysm. It was reported that the patient had a fever, atrial fibrillation, acute kidney injury and copd, which was treated with medication and oxygen. The investigator assessed the event as not related to the study device or procedure, that the events were related to dye exposure during the procedure. It was also reported that during the initial implant procedure closure the physician noted a blood clot in the right groin. The blood clot was ballooned and it resolved. The investigator assessed this event to be not device or procedure related. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: fever, renal failure, dyspnea. Conclusions: dyspnea.